Event description:
It was reported that while in the cath lab the iab was inserted using a sheath "under emergency circumstances." During pumping, a lot of helium gas loss was seen on the display and the pump did not alarm. The usage was 1/2 bottle during an 8 hour period. The pump was exchanged with another iap-0100d. A third party service organization was informed.

Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.